Event description:
It was reported that during a percutaneous coronary intervention (pci) stenting treatment procedure, balloon damage was noted. While performing a pci, the physician implanted a 3.0x24mm taxus liberte in an unspecified lesion. Then a 3.0x32mm taxus liberte was advanced to the same lesion, but hit the previously implanted 3.0x24mm taxus liberte and was unable to cross the lesion. Upon removal of the stent delivery system (sds), the physician noted damage on the body of the balloon. The procedure was successfully completed with another taxus liberte sds. No patient complications occurred and the patient condition was listed as good.

Manufacturer narrative:
(B)(6). (B)(4).